Manufacturer narrative:
Section a4, a6: information unknown/not provided patient information cannot be provided due to personal data privacy legislation/policy. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from patient's right eye due to a myopic surprise. Best corrected visual acuity (bscva) pre-operative: 20/20 and bscva post-operative: 20/30 -2. Another johnson & johnson lens, model den00v 12.5 diopter was implanted as a replacement. The directions for use were followed throughout the process, and there were no unplanned surgical interventions or delays. Patient information was withheld in accordance with personal data privacy legislation. No further information is available.